Event description:
Device was implanted 2002. At 6 week check, pt complained of pain and dysfunction. X-ray revealed acetabular loosening. Shell had been press fit and secured with one screw as per protocol during initial operation. At revision some micro movement and signs of wear of the liner was noted.